Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing pulse drifting high and inconsistent. Also, patient stated that there was something wrong with the device since last check. The patient was then referred to the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.